Event description:
Add'l info received from the reporter on (B)(6) 2013. Following the above adverse events, discussions between (B)(6) and the involved physicians occurred. (B)(6) shared info that occasional interference with temporary pacers had been found during previous product testing by the company. Because of such tests, the company has stated in their directions for use that the temporary pacers should be set in an asynchronous mode during rf surgical sponge detection scanning. Since the above report was initially filed, the involved physicians have not encountered further episodes of radiofrequency interference during rf sponge detection scanning when using temporary pacers in an asynchronous mode."

Event description:
We write with an important pt safety concern related to radiofrequency interference from a new surgical sponge detection device recently introduced to our operating rooms. In the effort to prevent retained surgical sponges, our hospital acquired and mandated the use of the rf surgical detection system - (B)(6) at the conclusion of surgeries. During a recent cardiac surgery case, a pt was being maintained on a temporary external cardiac pacemaker attached to epicardial leads in ddd mode. At the end of the case, as the rf surgical detection wand was passed over the pt's chest, pacing ceased. Upon removal of the wand from over the field, pacing resumed within 5 seconds. In order to distinguish between a malfunctioning pacer or temporary radiofrequency interference, we again passed the rf wand over the chest of the pt, and pacing immediately ceased a second time. The same phenomenon was witnessed independently in a separate cardiac case under largely similar conditions. Again, an epicardial pacer in ddd mode ceased pacing during rf surgical detection wand use. In the second case, pacer function was reported not to return for approx 20 seconds after wand removal. Fortunately, in both of the above cases, the underlying hemodynamic did not require acute intervention, and both pts had an uneventful postoperative course without further episodes of pacer malfunction.